Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that patient stated they were getting ineffective therapy/loss of therapeutic effect. Additional information was reported that the problems the patient experienced have followed pet scans. The patient stated technicians adjusted her implant performance. The ineffective therapy has been resolved. The patient noted that their charge lasts for about 33 hours. No further information was reported.

Manufacturer narrative:
The date the manufacturer received the report of the patient's weight was incorrectly reported. The aware date of this information was 2020-03-31. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient's weight at the time of the event was reported. No further complications were reported or anticipated.